Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient had a break in aseptic technique specified to be as patient made a mistake, which caused peritonitis. The patient was not hospitalized for the event. The patient was treated with injection (inj) vancomycin (1gm every 5th day, intravenous (IV)(stat) and inj fortum (1gm IV twice daily for 14 days). The patient is reportedly recovering from peritonitis. No additional information was available at the time of this report.